Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an incomplete bolus alert. Customer's blood glucose was 199 mg/dl. During troubleshooting with tandem technical support (cts) the cause of the alert was explained to the customer (bolus screen is opened but no action is performed and screen is not exited within 90 seconds); however, the customer was reportedly on the home screen at the time the alert declared and did not access the bolus screen. The customer declined further troubleshooting with cts.